Event description:
A patient with critical medical conditions required a therapeutic plasma exchange for pulmonary hemorrhage. After the third unit of thawed plasma was exchanged, using the terumo optia instrument, the patient expired. The blood bank medical director does not suspect the blood product, nor the instrument contributed to the death; however, a thorough investigation is currently in progress. We will submit a formal complete report based on the root cause analysis once it is available.